Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
A card replacement was reported to philips healthcare for the heartstart xl, additionally it was also noted "error happens after the preventive maintenance". There was no patient involvement.